Event description:
Additional information was received on (B)(6) 2012, when the physician reported that the lack of efficacy was first observed prior to becoming their patient. Clinic notes from (B)(6) 2012, were provided which stated that the patient had several episodes that day, one of which was a pseudoseizure. The patient stated that the vns is uncomfortable and would like it turned off. The patient is undergoing treatment for psuedoseizures. The patient's initial settings were output=1.25ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=1.25ma/magnet on time=30sec/magnet pulse width=500usec. The patient was then disabled. Diagnostics showed the device to be functioning properly with output=ok/lead impedance=ok/impedance value=2764ohms/ifi=yes. Good faith attempts were made for the return of the explanted generator but it was reported to have been discarded in surgery.

Event description:
On (B)(6) 2012 it was reported that the vns patient had his vns removed on (B)(6) 2012 as the patient was experiencing a shocking sensation from the vns when he was at work where he was in close proximity to large magnets and he also felt the device was ineffective. It was previously reported on (B)(6) 2012 by a nurse who reported that the vns patient stated he was experiencing a shocking sensation in his neck intermittently since being implanted in (B)(6) 2009. The shocking sensation occurs with stimulation, every 3 minutes, but he has experienced periods since implant where the shock doesn't seem so bad (why she stated it was intermittent). The patient reported he went to the ER and also saw his neurologist last week due to the issue. The generator was reported to have been programmed off on (B)(6) 2012 but the patient is still experiencing the pain. The nurse was who the patient had seen prior to moving, the patient now sees a different neurologist's office. The nurse informed the patient that he might not have fully turned off the device or the magnet current was left on. The nurse told the patient to see his neurologist again. The patient's wife later reported that the patient was being checked by the eeg specialist and when the device was interrogated both the normal mode and magnet mode were confirmed to be 0ma. The specialist also stated that the patient suffers from seizures as well as pseudoseizures. The patient had his magnet taped to his chest when he came in. The patient stated that he still feels pain at times even while the magnet was taped over his device. The patient¿s wife stated that the pain began on july 14, 2012. The wife didn¿t recall any event that may have caused it. She stated that the patient did have a seizure friday night or saturday morning but nothing else. She reports that the pain is in his chest and throat and is intermittent around every 5 minutes. She stated that they will follow-up with their neurologist. The patient¿s wife reported that they were referred to another neurologist because their neurologist is currently out of town. The physician has ordered pa/lateral of both chest and neck to assess the lead. Good faith attempts for additional information from the physician were made but were unsuccessful. The programming history database was searched and it contained programming history from date of implant, 2/19/2009, through 1/27/2011. No anomalies were noted. The patient was last programmed to output=0.75ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=5min on 01/27/2011. Attempts for product return are underway.